Event description:
Dexcom g7 continuous glucose monitor receiver was recalled and is malfunctioning, not providing consistent low/high alerts. I have been trying to contact dexcom to address this issue and obtain a replacement receiver. It is very dangerous for me, an insulin dependent type 1 diabetic, if I don't receive low glucose alerts. I received a notice on 6/30 that alerts were malfunctioning on my model transmitter. I have spend 12 hours on hold, through 4 different calls trying to get a replacement. With no results. Company is not answering the direct line I was given to get the replacement. I got through two times but they then referred me to another line for the action, this line has never been answered either.